Manufacturer narrative:
Batch history review: the manufacturing file of batch nr 36940305has been checked. It complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in december 2018. Investigation results: one celsite t301f access port from batch nr36940305 with its catheter and connection ring was received for investigation. The connection ring is very damaged, crushed. These damages have most probably been done during the access port removal procedure. The catheter is broken into 2 pieces. A 21.2cm long piece of catheter. The facies is rough. A 0.8cm long piece of catheter. The distal extremity facies matches with the other piece of catheter. This part was the proximal part of the catheter, connected to the port. This shows that the rupture occured just after the exit cannula. The device has been measured in order to check its conformity to our specifications. All the measures conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. We can hypothesize that the rupture of the catheter just after the connection is: due to the extension of a damage to the catheter done during the implantation procedure or due a tight angle or to a kink in the catheter trajectory just after the connection ring. Only the examination of the x-ray pictures could allow us to confirm one of this hypothesis. This is a rare incident (0,01%), no corrective action is envisaged.

Event description:
"Catheter completely severed from the housing and "free floating" in the superior vena cava and right atrium. The port was no longer usable and had to be removed completely. We were able to remove the reservoir and the catheter. Angiography of the right heart, superior vena cava and pulmonary arteries showed no abnormalities. The patient is treated as an outpatient. There were no actual serious consequences for the patient, user or third parties."